Manufacturer narrative:
The manufacturer previously reported a failure of the internal battery, system board, front panel pca, and oxygen blending module pca. The internal battery, system board, front panel pca, and oxygen blending module pca were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery failing was due to an open fuse. The root cause of the system board was due to a shorted diode (c28). The root cause of the front panel failing was caused by physical damage to integrated chip (u16). The root cause of the oxygen blending module pca failing was due to physical damage to inductor (l200).

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition. The ventilator was received by the manufacturer and the customer's complaint was confirmed. During evaluation, "service required" codes were found in the device's downloaded error log. The devices oxygen blending module board, front panel led board, system board and internal battery were replaced to address the issues. During evaluation, a "check circuit" alarm condition was found in the device's downloaded error log. The cause was determined to be loose tubings. The tubing was reconnected to address the issue.

Event description:
The manufacturer received information alleging a ventilator "service required" condition occurred. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.